Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was in stable condition.